Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device 3-lead ECG waveform display showed a dotted line indicating no patient connection. The patient involved was reported to have died prior to the use of the device by emergency medical technicians seeking to confirm the death of the patient using the ECG monitoring function to identify and document asystole. The patient's death had been established prior to the use of the device and was not attributable to the device behavior. There wasa no good faith effort to obtain patient characteristics (age, weight, height) because they are not related to the reported problem. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device 3-lead ECG waveform display showed a dotted line indicating no patient connection. The patient involved was reported to have died prior to the use of the device by emergency medical technicians seeking to confirm the death of the patient using the 3-lead ECG set monitoring function to identify and document asystole to confirm the patient¿s death. The incident was reported to have occurred on (B)(6) 2018. The patient's death had been established prior to the use of the device and was not attributable to the device behavior. There was no good faith effort to obtain patient characteristics (age, weight, height) because they are not related to the reported problem. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290. When they connected the patient to the device, the screen displayed a dashed line indicating no patient connection. When they connected the patient using pads with the device, the patient¿s rhythm of asystole was displayed on the screen. Later, when they connected the patient to a nihon-kohden product (tec-2513) or intellivue mp5 (philips), the monitor displayed asystole (flat line) on the screen. The reported problem speaks of the 3-lead ECG waveform display showing a dotted line indicating no patient connection, which would be the same failure mode regardless of the patient characteristics. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The fse was not able to reproduce the failure when performing the operational check test and found all tests passed. The fse reported that the issue was not confirmed and there was no trouble found with the device. The device passed all performance assurance testing and was placed back in service. Philips cannot rule out a malfunction of the device at the time it was reported.